Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA on 20 october, 2020. Medwatch report # mw5097128. Report source other: medwatch report. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k number. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter inside. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that there was foreign matter in the syringe. Event description per email states: email received¿2020-11-13 09:59:09 verbatim from complaint below: today, but multiple times before, I noticed a very small white strip of contaminant in my insulin transfer syringe. Previous times it floated in the insulin, and/or clogged the syringe such that it took excessive force to remove it. I captured the one I found today, (rather than launching it across the room in an insulin jet) and took pictures and felt it. It appears to be a very small piece of white plastic, it seems to be identical to others I've seen drifting about in my insulin, not exactly reassuring. I've retained the object in this syringe, though I did touch it and took pictures of it on my fingertip. Its a couple of millimeters in length, as wide as a fingerprint ridge, and quite thin in the remaining dimension.